Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported he patient's ipg was unable to communicate with external devices and the patient lost therapy. Rep was able to recover the ipg with her clinical programmer by troubleshooting and the device is providing therapy.